Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 11/18/2020 additional information: product was not returned. Note: events reported in 2210968-2020-08078, 2210968-2020-08079, 2210968-2020-08080, and 2210968-2020-08081.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: in event description indicates the issue (pull off) occurred 3 times, please clarify next information: 3 product involved (product which present the issue) for product code vcp303h. Did these 3 products present the issue (pull off) or were less than 3? For vcp303h, the actual number of the issue (pull off) products during the operation was 3, but only 2 were returned due to the customer's discarding. 1 product involved (product which present the issue) for product code w9981. Did this 1 product present the issue (pull off) or this one is the one that was used to complete the procedure? W9981, this one has the problem of the issue (pull off), and the returned product is the actual application product during surgery. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a urethroplasty procedure (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. Another like device was used to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.